Manufacturer narrative:
UDI #: unknown, because the serial numbers were not provided. Date(s) of event: unknown, not provided. A complete catalog #, expiration dates, and serial #''s: unknown, not provided. Implant date: if implanted, give date(s): unknown, not provided. Explant date: if explanted, give date(s): not applicable, as to date the lenses remain implanted. Initial reporter phone number: (B)(6). Sec: device manufacture date(s): unknown, because the serial numbers were not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation of an intraocular lens (iol), the surgeon saw debris like shavings of iol material. Reportedly it happened on one or two occasions. The lenses remain implanted in the patient's eyes. No further information was provided.

Manufacturer narrative:
Further information was received and it was learnt that the debris was removed during the irrigation/aspiration procedures. There were no injuries to the patients and no additional procedures were required. (B)(4). Device evaluation: the intraocular lens (iol) was not returned to the manufacturer as to date it remains implanted; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records reviews: since the serial number is unknown the manufacturing records cannot be reviewed. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.